Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged accucath assembly was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 20ga x 2.25¿ accucath peripheral IV catheter assembly. The device was assembled with the catheter overlaying the needle shaft. Guidewire was withdrawn. The needle shaft appeared to be bent. The needle appeared to be partially withdrawn into the housing. The needle shaft of the depicted device appeared to be bent, which can prevent guidewire mobility, preventing both wire advancement and safety mechanism activation. Inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported accucath was removed from the packaging and the safety mechanism would not deploy. Additional information received 11-05-2020: it was reported the product was discarded since it is a sharp. The catheter was bent when it came out of the package and the safety mechanism would not deploy. This occurred 11/04/2020. It was not used on a patient. The facility stated concerns of the packaging being flimsy.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet3226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported accucath was removed from the packaging and the safety mechanism would not deploy. Additional information received 11-05-2020: it was reported the product was discarded since it is a sharp. The catheter was bent when it came out of the package and the safety mechanism would not deploy. This occurred (B)(6) 2020. It was not used on a patient. The facility stated concerns of the packaging being flimsy.